Event description:
It was reported that high impedance was found on the lead. Externalized conductors were observed on the lead via fluoroscopy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.